Manufacturer narrative:
The unit p-cap test and reservoir locked in place properly. The pump passed the self test. The pump was received with missing segments and a partial display with vertical red lines across the display due to moisture damage on electronic assembly. The pump was cut open and traces of moisture on pcba1, flex cable and battery tube assembly noted during visual inspection. The pump was received with minor scratches on lcd window, cracked keypad overlay, cracked case-corner of belt clip rails, battery tube threads-cracked and scratched case. In summary, customer alleged missing segments/partial display confirmed. Exposed to moisture confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no current code/category and the customer reported red line in screen. The pump still worked. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device has been returned.